Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display on the insulin pump is hard to read because there are lines on the screen. Customer is using an energizer aaa alkaline battery. The device was neither dropped nor bumped. Nothing further reported.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump was received with a missing end cap sticker, minor scratches on the lcd window, cracked battery tube threads, and a corroded battery tube.